Event description:
During insertion of a PICC line in left axillary vein, guide wire could not be removed. Vascular consult was ordered urgently. Pt taken urgently to operating room for exploration and to dislodge the guide wire. According to the operative report, "the vast majority of the wire distal to the first 4 cm was completely frayed" patient discharged in stable condition. Device was not saved. Device info such as lot number etc. Was not saved. Per patient description: PICC line attempt was made and the guide wire frayed and became lodged in the brachial vein. The plan was to go to the hospital to get a PICC line to treat a recurrent urinary tract infection and return home and start IV antibiotic therapy. About 30 minutes in the insertion was stopped. The doctor said he could not advance or pull out the wire. He stopped. Wrapped the arm and left the room. Shortly thereafter the nurses then relocated me to a waiting area, with the line still in my arm. The doctors came and talked to me to tell me that the line was lodged and that a surgeon was called to remove the line through a cardio-thoracic surgery. My arm and hand were painful and numb and I was also experiencing prickly nerve pain in the left arm and hand. The surgeon explained that he would try to remove the line, but that he might have to cut out and take a vein from elsewhere to repair the damage.

Manufacturer narrative:
The MFR has received x-rays and will be evaluated. Results are expected soon.